Manufacturer narrative:
Results: the returned jet7 was kinked at approximately 3.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed a kink near its hub, distal to the strain relief. This kink is likely the reported fracture. If the device is mishandled at extreme angles during use, damage such as a kink may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and neuron max 6f 088 long sheath (neuron max). During the procedure, while retracting the jet7 through the neuron max on the first pass, the hub of the jet7 fractured. Therefore, the jet7 was removed. The procedure was completed using another jet7 and the same neuron max. There was no report of an adverse effect to the patient.